Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in step 10 power down cycler after ending pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. An air detected in cassette warning occurred during drain 0 of 4 of treatment. Fluid was seen leaking from a hole in the cassette. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event and that fluid was found inside the cycler door as well. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of treatment to let the cycler dry out. Treatment was performed successfully the next day without issue. The patient confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in step 10 power down cycler after ending pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. An air detected in cassette warning occurred during drain 0 of 4 of treatment. Fluid was seen leaking from a hole in the cassette. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event and that fluid was found inside the cycler door as well. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of treatment to let the cycler dry out. Treatment was performed successfully the next day without issue. The patient confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.